Manufacturer narrative:
This complaint is associated with (MFR. Report #:2031642-2016-02942).

Event description:
The customer reported the unit still gets error code message of pressure regulation high after replacing the data acquisition board. The customer reported that there was no patient involvement.